Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) device was unable to record asystole episodes which was consistent with sensing difficulty due to healing of the pocket. The device remains in use. No patient complications were reported as a result of this event.